Event description:
It was reported the patient had his inflatable penile prosthesis pump component replaced due to malfunction. No patient complications were reported in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported the patient had his inflatable penile prosthesis pump component replaced due to malfunction. No patient complications were reported in relation to this event. Additional information received indicated a "dimpled pump" was the cause of the malfunction and the onset of the malfunction was at the end of august. The patient outcome was reported at the patient "got well."

Event description:
It was reported the patient had his inflatable penile prosthesis pump component replaced due to malfunction. No patient complications were reported in relation to this event. Additional information received indicated a "dimpled pump" was the cause of the malfunction and the onset of the malfunction was at the end of august. The patient outcome was reported at the patient "got well.".